Event description:
It was reported that the device had a problem with the therapy connector; however no further information was provided. This could prevent the device from delivering defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from service. The device will not been returned to physio-control for evaluation. A conclusive cause of the reported problem could not be determined.